Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Patient reported right side rupture and removal of textured breast implants due to the patient¿s concern with the product. Healthcare professional later reported right side capsular contracture, baker grade iii. Patient also reported the following, which are all not device-related: "hair loss, brain fog, fatigue, lost menstrual cycle, joint pain, muscle weakness, digestive issues, food sensitivity". Device has been explanted and discarded.